Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit would not power on. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside the surgical environment the plug of the unit caught fire. There was no harm, injury, or delay. No adverse events were reported as a result of this malfunction. No further information is available.